Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the console display not turning on when the console was turned on was not confirmed. The centrimag 1st generation primary console was not returned for analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. Centrimag motor instructions for use instructs to always have a back-up centrimag motor available. Centrimag blood pump instructions for use states "always have a spare centrimag blood pump, back-up console and equipment available for change out." Centrimag primary console operating manual warns "one back-up console and motor are required in the immediate vicinity of each patient whenever the centrimag blood pump is used. The back-up console must be connected to the back-up motor, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the primary console or primary motor experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the first generation centrimag (cmag) console display didn't turn on when the console was turned on. The issue was observed during a training with physician at incor.